Event description:
An athypic resection was performed. The device stalled about 1 cm into firing sequence. It slowed down to a stop on the tissue. This happened as it was being fired across the pulmonary tissue. There may have been another staple line in the area where device was fired. A thoracotomy performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned in the closed position and with the anvil bent upwards. Additionally it was noted that the knife was jammed. An cartridge was loaded on the device partially fired. The manual override door was noted to be out of position and the lever was down. If the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. A test bailout door was properly installed and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What thoracic procedure was being performed? How far down (provide in millimeters) into the firing sequence did the device stall? Please provide this information for the 2nd and 3rd firing did the device stop immediately or did it slow down to a stop? What was the device being fired across? Were there other hard objects in the stapling area? Please indicate if the device was opened manually with the manual return lever or with the power return button? What troubleshooting steps were taken to remove the device on the third issue?

Event description:
It was reported that during a thoracic procedure, the first cartridge (blue-ecr45b) was used with this device: the stapling went well until the end of the cartridge. A second cartridge (green-ecr45g) was used with this same device: the battery stalled at the half of the cartridge and the jaws got blocked on the tissues. The surgeon finally reached to open them manually and did not use the end of this cartridge. A third cartridge (green-erc45g) was inserted in the same stapler but this one got blocked again on the thorax tissues and this time the unlocking could not be done manually. Conversion of the procedure: the surgeon did a thoracotomy in order to release the device (he cut the surrounding tissues).